Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country of a device sold in united states of america. The rt235 breathing circuit is expectected to be returned to fisher & pakel healthcare ltd., another country. No info to date. Investigation still underway, no results to date. No conclusion can be made at this time.

Event description:
A hosp in another country reported that the heater wire adapter did not fit into the heater wire plug at the inspiratory limb of the rt235 breathing circuit.